Event description:
Adverse event(s): "eye collapse" (intraocular pressure, delayed, uncontrolled); "choroid coat bleeding" (hemorrhage). Product problem(s): "infusion drained without sending a status signal" (infusion or flow issue). A surgeon reported that infusion drained without sending a status signal to the system during a cataract surgery. The pt suffered from an eye collapse and a strong choroid coat bleeding. A pars plana vitrectomy was performed in the same procedure to lower the eye pressure. The pt presented with a suspected ablation that might result in a second surgery. There was no blindness reported. Additional info has been requested.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The log-data showed that there was a signal signaling that the infusion became empty. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).